Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, when the right atrial (ra) lead was connected to the pacemaker, noise was observed on the ra electrogram (egm). The lead was removed and re-connected several times, but the noise issue could not be resolved. The ra lead was removed from the patient and a new lead was implanted; however, when that lead was connected to the same pacemaker, noise was again observed on the ra channel. The physician tried re-connecting the second lead again, but the noise remained. Therefore, a new pacemaker of the same model was connected and the noise issue was resolved. The physician noted connecting the ra leads to the first device felt different than connecting the ra lead to the second device. No adverse patient effects were reported. The attempted pacemaker was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, when the right atrial (ra) lead was connected to the pacemaker, noise was observed on the ra electrogram (egm). The lead was removed and re-connected several times, but the noise issue could not be resolved. The ra lead was removed from the patient and a new lead was implanted; however, when that lead was connected to the same pacemaker, noise was again observed on the ra channel. The physician tried re-connecting the second lead again, but the noise remained. Therefore, a new pacemaker of the same model was connected and the noise issue was resolved. The physician noted connecting the ra leads to the first device felt different than connecting the ra lead to the second device. No adverse patient effects were reported. The attempted pacemaker was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the noise and suspected connection issue observed during the implant procedure.